Event description:
The MFR's rep reported that the "catheter was cut for no apparent reason". The hcp is unable to remember the pt involved, therefore, no pt symptoms, outcome, or drug used are known.